Event description:
Additionally, legal representative reported patient "noticed about the recall and is anguished with this situation and is afraid of having a bomb inside the body, that can cause cancer anytime¿ and "patient presented edema after the implantation surgery." Healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "cyst", "radial folds in the implants" and "a small amount of liquid around them". The device remains implanted.